Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information: did the specimen fall out of the pouch? If yes: how was the specimen removed from the patient? Was intra-op or post-op care changed for the patient? How was the procedure completed? To date, no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown laparoscopic case, bag broke when the surgeon was removing the specimen. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t93x6z. The analysis results of the pouch device found that it was received fully deployed. The suture and the bag were not returned for analysis. It could not be determined what may have caused the reported event. Event could not be confirmed as no bag and suture were returned for analysis. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.